Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured at 20atms when inflated for twenty seconds on the first inflation during predilation. The lesion being treated was located in the moderately tortuous, heavily calcified and 90% stenotic obtuse marginal-2 (om2). The physician entered through the left femoral artery, successfully crossed the lesion and direct stented 3.50x8mm taxus stent in the left main artery at 30 atms for nineteen seconds. Then the physician advanced to the om2 with the maverick otw balloon which ruptured when inflated to 20 atms. The device was removed from the patient intact. The procedure was successfully completed with the deployment of a 2.5x12mm taxus stent at 15 atms for sixteen seconds and 3 atms for eight seconds. Patient status is listed as "ok". Medications: heparin bolus and plavix.

Manufacturer narrative:
The device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.